Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage at the keypad trace. No moisture damage was found at the electronic assembly. The currents are within specifications. No unexpected failed battery. No a39 alarm anomaly noted. The insulin pump had minor scratched lcd window, cracked near the display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that as a result of wearing insulin pump in her bra during her wedding, there was condensation under display screen. It was also reported that insulin pump received a failed battery test alarm, a motor communication error alarm and buttons were not responding. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.